Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (ink spots) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #2: date of submission 11/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: during investigation, the pump was powered on and the audible and vibration alarms functioned properly, however, the display screen was blank. Further testing was not able to be conducted due to the blank screen. The pump¿s cover was removed and two eeprom components were found to be cracked on the printed circuit board. A failure with the pump¿s read-only memory was determined to be the cause of the blank display. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 10/21/2016 correction: new information has been obtained that indicates that the issue for this complaint is a blank display screen. The initial report submitted indicated ink spots on the display.